Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative (rep) indicating the cause of the poor coupling and char ging difficulty was simply poor placement of the charging antenna over the ins, and that the issue had been resolved. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer's representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). The rep reported that the hcp called them about a patient having trouble with coupling, no bars. It was discussed with rep that the ins was not in over discharge since patient had a recharge screen, and also that the ins recharger (insr) battery did not affect coupling. The rep stated that the insr battery was low, the antenna locator (al) feature was discussed with rep, pocket assessment and potential insr antenna to be bad was also discussed. Troubleshooting could not be done due to lack of access to product at the time of the report. The rep was to troubleshoot with the hcp. No patient symptoms were reported. No further patient complications were reported/ anticipated as a result of this event.